Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer determined through testing that there was a leak in the customer's circuit. When the customer replaced their circuit, the device passed an extended self-test and a short self-test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator that failed a pressure relief valve test as exhibited by diagnostic code 3122 during an extended self-test. No patient involvement.